Manufacturer narrative:
The investigation determined the customer¿s water system underwent maintenance activities prior to generating the erroneous results. The filter replacements by the water company resolved the issue. Water requirements are within the customer¿s responsibility.

Manufacturer narrative:
The field service engineer found the customer had maintenance performed on their water system and then ran calibration and qc without issues. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable ise indirect gen.2 chloride result for one patient sample from the cobas 8000 cobas ise module. The initial result was 116 mmol/l and the repeat result was 105 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.